Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in a common femoral artery using a prostyle device after a right leg angio procedure. Reportedly, the device would not deploy, resistance was felt when plunging. An unspecified device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The mechanical jam was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported jam and the subsequent treatment is due to the circumstances of the procedure. In this case, it is likely a deflection of the posterior needle into the foot outside the pocket inducing a cuff miss. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4 - catalog #, lot#, UDI# updated from "(B)(4), unknown, (B)(4)".